Event description:
A caller reported that the quick bolus/wake button on their pump was difficult to press and often required multiple presses to activate the pump screen. There was no adverse impact on the customer's blood glucose level. Technical support advised the customer on how to press the button properly and confirmed that the pump still functioned, although the button remained difficult to press. Consequently, technical support decided to replace the pump. The customer understood how to put the pump into storage mode and agreed to return the problematic pump to tandem using a pre-paid label within ten days. They also planned to continue using their current pump in the meantime.